Event description:
It was reported that pump insulin gauge displayed amount different than expected, with fill estimate remaining static at 45 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was informed that this could occur due to variance in measured pressures used to calculate remaining insulin, and was advised that fill estimate would resume counting down once actual insulin volume matched the static value; customer understood and acknowledged this information.